Event description:
The customer reported that higher than expected hypersensitive thyroid stimulating hormone (htsh) results were generated on a unicel dxi800 access immunoassay system for an unknown number of patients over an undisclosed number of days. The customer indicated that they had approximately twenty cases over several weeks of higher than expected tsh results in association with patients with elevated triiodothyronine (tt3) results. Definitive dates of occurrence, number of patients involved, and actual patient results were not provided by the customer to date. Upon recentrifugation and retest, the tsh repeat results would sometimes be lower and other times would remain unchanged. Subsequent tsh testing on an alternate methodology produced lower results that better matched the patients' clinical presentation. Specific patient information, sample collection/handling information and instrument/quality control data was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed instrument diagnostic testing, pump diagnostic testing, precision testing and a high sensitivity system check. All assessments generated acceptable results. A definitive root cause has not been determined to date for this event.